Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID#2134265-2017-05517. It was reported the rotawire was broke. A 1.25mm rotalink¿ plus and a rotawire were selected for use in a rotational atherectomy treatment procedure. During the procedure, it was noted that the rotawire broke outside of the patient. The procedure was completed with another device. No patient complications were reported and the patient's condition was fine.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the returned device confirmed broken wire due to rotational wear, also, a kink and stretched distal tip that starts at 209cm from the proximal tip. Dimensional inspection was done and revealed distal tip, middle and proximal section of device was within specification. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause has been determined to be use/user error as the dfu states: "do not allow the individual burr run time to exceed 30 seconds as this may lead to wire fracture/tip separation that may result in perforation, dissection, embolism, myocardial infarction and in rare cases, death. The rotawire guidewire has an expected functional life of 5 minutes (total of individual burr run times)." Besides, "do not allow the burr to remain in one location while rotating at high speeds, as this may lead to wear of the guidewire. Gently advance or retract the burr while it is in high-speed rotary motion. In instances when long ablation runs are required - particularly in calcified, angulated lesions - reposition the guidewire to expose a previously unused segment or exchange the guidewire to prevent damage." (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-05517. It was reported the rotawire was broken. A 1.25mm rotalink¿ plus and a rotawire were selected for use in a rotational atherectomy treatment procedure. During the procedure, it was noted that the rotawire broke outside of the patient. The procedure was completed with another device. No patient complications were reported and the patient's condition was fine.